Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
¿It was reported that the patient underwent a procedure via tlif to treat isthmic spondylolisthesis. It was reported that the cage back-out was confirmed 1 month post-operative. A revision surgery was completed approximately 15 months post op due to screw loosening and the cage backing out.¿ no additional patient information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.